Event description:
It was reported that the person with diabetes (pwd) called to report that he broke his pump clip on the arm of a chair and he has had 3 infusion sites that have had to be replaced early due to high glucose since approximately (B)(6) 2026. Pwd reports he had infusion sites that he believes were leaking and resulting in high glucose. He also reports he can smell insulin with concurrent high glucose. The event occurred while in use with the patient and the operator of the device was the lay user/patient. The issue was resolved. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.